Event description:
The customer reported bellavista1000 having alarm 318 inspiration valve failsafe failed or occlusion in inspiration and alarm 389 "no o2 dosing possible. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation at this time. However, log shows that the alarm triggered in two separate occasions on (B)(6) 2022 with alarm 318 inspiration valve failsafe failed or occlusion in inspiration and on (B)(6) 2022 with alarms 318 inspiration valve failsafe failed or occlusion in inspiration and alarm 389 no o2 dosing possible. The customer did troubleshooting but found no alarm when unit was turned on and passed calibration test. Also device performance test found that the unit is in good condition. Removed the patient circuit from the unit and restart the unit 20x times, ensuring the start-up test is completed each time. Advised customer to send the latest logs after recommending another gas path test. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation at this time. However, log shows that the alarm triggered in two separate occasions on (B)(6) 2022 with alarm 318 inspiration valve failsafe failed or occlusion in inspiration and on (B)(6) 2022 with alarms 318 inspiration valve failsafe failed or occlusion in inspiration and alarm 389 no o2 dosing possible. The customer did troubleshooting but found no alarm when unit was turned on and passed calibration test. Also device performance test found that the unit is in good condition. Removed the patient circuit from the unit and restart the unit 20x times, ensuring the start-up test is completed each time. Advised customer to send the latest logs after recommending another gas path test. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 318 inspiration valve failsafe failed or occlusion in inspiration and alarm 389 "no o2 dosing possible. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault (not following instructions). Complete calibration went well without any issues.